Manufacturer narrative:
This is an initial report. An investigator is in process. A final report will be submitted when the investigaiton is complete.

Event description:
The customer states, that when performing a correlation study for imx ultrasensitive htsh ii assay, noticed discrepant results between one imx analyzer and a newly installed imx analyzer and the results obtained from a reference lab. Qc was within range. It is the customer's lab policy to perform correlation studies prior to reporting pt results from the lab. No impact to pt management was reported. Service was dispatched to the customer site.